Manufacturer narrative:
Pt information not available at time of this report. The device has not been returned to the manufacturer. Replacement parts were sent to the site and the issue was resolved.

Event description:
A site rep reported that while in a cranial surgery, the screen was frozen twice and technician had to switch the application off and on. They were using the stealthstation s7 with mach cranial application. The surgeon completed the procedure with the use of the stealthstation. There was no impact on pt outcome.